Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the top case was chipped on front bottom corners and the right plunger case was cracked. A review of the event history log identified check syringe plunger sensor in the history. Functional testing was performed and was unable to duplicate problem with calibrating the pump. The check syringe plunger sensor was duplicated at power up. Visual inspection confirmed the top case physically damaged by an impact. The timing plate springs placed incorrectly by customer and left plunger case flippers are sticking. The root cause of the problem was caused by the customer's incorrect assembly of the device. Recalibrated the pump, replaced left plunger case and correctly reset the timing plate springs, replaced case top, and performed preventative maintenance and all functional tests which passed..

Event description:
It was reported that the pump would not calibrate, exhibited an error, and there was enclosure damage. No patient injury was reported.